Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed mixing pump. Per follow up information received via phone on 01dec2025, spoke with biomed who confirmed mixing pump failed and would be replaced onsite. Part order has not been placed yet for repair. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Correction: d, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the patient should be cooling, but temperature continues to rise and water temperature was not decreasing accordingly in an arctic sun device. Patient temperature (pt) was 37.1c, targeted temperature (tt) was 36c, water temperature (wt) was 30.2c, flow rate (fr) was 2.8lpm. Guided to event log and confirmed alert 113 (reduced wt control). Guided to system diagnostics, mixing pump 100%, chiller temperature (t4) was 30.4c. Advised this device will need to go to biomed for repair. Per follow up information received via phone on 01dec2025, spoke with biomed who confirmed mixing pump failed and would be replaced onsite. Part order has not been placed yet for repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the patient should be cooling, but temperature continues to rise and water temperature was not decreasing accordingly in an arctic sun device. Patient temperature (pt) was 37.1c, targeted temperature (tt) was 36c, water temperature (wt) was 30.2c, flow rate (fr) was 2.8lpm. Guided to event log and confirmed alert 113 (reduced wt control). Guided to system diagnostics, mixing pump 100%, chiller temperature (t4) was 30.4c. Advised this device will need to go to biomed for repair. Per follow up information received via phone on 01dec2025, spoke with biomed who confirmed mixing pump failed and would be replaced onsite. Part order has not been placed yet for repair.